Event description:
It was reported that a device did not detect an infiltration (medication unknown). It was reported that the patients arm was taut from the anticubital are to the shoulder.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.